Event description:
Customer inquired via phone call if insulin pump was working properly even though insulin pump was already being replaced. Customer reporter of being hospitalized which was already reported and of having seizures and inquired if it was due to insulin pump. During troubleshooting, alarm history showed that customer received a no delivery alarm and motor error alarm. Customer declined further troubleshooting due to insulin pump being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.